Event description:
Physician performing laparoscopic hysterectomy utilizing electro shield instrumentation. While using hook cautery during activation phase, sparks and flame shot out of universal cord at hub that connects to hook. Em-3 unit did not shut down as would be expected with stray current detection. Valleylab electrosurgical generator used with this device. Cord had been sterilized (etd). Equipment was removed from svc and all checked by the biomedical engineers. They were unable to duplicate the problem. The cable is compatible with the esu equipment. Company was notified by or staff and were informed that hosp rec'd. Recall notice last year noting hosp had no equipment - model or lot numbers present on 7/31/2000. The or was notified, the "hosp sent the recall notice in another state." Purchase date 01/07/1997. Pt was not harmed - no injury.